Event description:
The customer reported that there was an "iris potentiometer error" message displayed during pt care casework. This error may result in an aro (accidental radiation occurrence). There is no report of a pt injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated. The ffb pcb assembly was replaced as a precaution. The system was tested and found to be working as intended and put back into service. This malfunction may have resulted in a possible accidental radiation occurrence.